Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The mobile view station (mvs) software was reloaded. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that a manufacturing representative (rep) was replacing the fuses on the system for another case, the system turned on, but then showed a message saying "corrupt database". There was no patient present.

Manufacturer narrative:
Manufacturer updated to proper value.